Manufacturer narrative:
The customer reported that one of the central nurse's station's (cns) display went off during patient monitoring activities. No harm was reported. The unit is 11 years old and would not power back on. The customer was able to move all the patients to one screen for continued monitoring. The customer will call his sales rep. To get new equipment. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical devices.

Event description:
The customer reported that one of the central nurse's station's (cns) display went off during patient monitoring activities. No harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the displays on the central nurse's station (cns) went off during patient monitoring activities. No patient harm was reported. The unit was 11 years old and would not power back on. The customer was able to move all the patients to one display for continued monitoring. They indicated that they would call their sales rep to order new equipment. Service requested / performed: troubleshooting. Investigation summary: the device has been in service since 04/08/2009. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. However, it is likely that wear and tear from continual use have contributed to the issue. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that one of the displays on the central nurse's station (cns) went off during patient monitoring activities. No patient harm was reported.